Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked at the battery compartment and the drive support cap is loose. Device was not bumped or dropped; customer did know how it happened. Blood glucose value was 125 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.